Manufacturer narrative:
An event of heart block, device malposition, paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The valve was implanted at 7.42 mm from non-coronary cusp, deeper than optimal implant depth 0-5 mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information the reported pvl appears to be related to the procedure, however could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation (tavi). During procedure, a pre-implant balloon valvuloplasty was performed with a 20mm balloon with one inflation. The valve was implanted after two re-sheaths. The final implant depth at the non-coronary cusp (ncc) was 7.42mm. A mild perivalvular leak (pvl) was noted. A post-implant balloon valvuloplasty was performed with a 28mm balloon with one inflation, and an atrioventricular (av) dissociation occurred. At the end of the procedure, the patient was moved to the cardiology department with a temporary pacemaker. On (B)(6) 2023, a dual chamber permanent pacemaker was implanted. The patient status was reported as stable, and the patient was later discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.